Event description:
It was reported the patient presented after an alert for out of range hv lead impedance was received. Externalized conductors and a variation of hv lead impedance values were detected. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.